Event description:
It was reported that catheter balloon failed upon inflating and burst and drained into catheter bag. Catheter removed and inspected. Tried to inflate balloon outside of patient but could not. New catheter opened and inserted into patient. No harm to patient.

Manufacturer narrative:
The initial reporter's phone number: (B)(6) the investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.